Event description:
St. Jude medical defibrillation lead model 1581. Device with appropriate functioning including sensing, threshold and impedance. Defibrillator shocking portion appears to be normal. Fluoroscopy demonstrates abrasion of the insulation in two different spots near the rv coil.